Event description:
It was reported the foot end of the table dropped down to the ground, while the patient was on it.

Manufacturer narrative:
Root cause determined to be user error; the table has been inspected by both the mizuho osi certified hospital clinical engineer and the mizuho osi field service engineer. It is deemed free from defect and safe to use, there is no reason why the table ortho top could fall beyond it not being attached and locked properly by the user. The table was not damaged as a result of this user error and the patient was not injured. The table can continue to be used.

Event description:
It was reported the foot end of the table dropped down to the ground, while the patient was on it.